Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: d10, g4, g7,h1, h2, h3, h6, h10. 61 - intuitive surgical, inc. (Isi) received the product involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The harmonic ace curved shears instrument was found to have a broken blade. The blade broke at roughly .134¿ from the base. Broken piece was returned, measuring roughly .086" x .496". Any inadvertent contact with staples, clips, or other instruments while the device is activated may result in a cracked or broken blade. Blade damage may be detected by the generator with a solid tone or an error. Scratches on the blade tip may also lead to premature blade failure. The root cause of this failure is fatigue failure due to mishandling/misuse. Based on the device evaluation results, this MDR report is being retracted since the failure mode was found to be due to user misuse/mishandling and not due to a malfunction of the instrument.

Manufacturer narrative:
Isi has not yet received the harmonic ace curved shears instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted gastrectomy procedure, the active electrode of the harmonic ace curved shears instrument broke off from the tip and fell inside the patient. The fragment was retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted gastrectomy procedure, the active electrode of the harmonic ace curved shears instrument broke off from the tip and fell inside the patient. The fragment was able to be retrieved during the same procedure. The procedure was completed using a backup instrument with no reported injury.